Event description:
Info received indicates the technician found that the audible switch on the bed exit controls was not working. Bed exit functioned properly, placing a nurse call, but no tone on the bed rail.

Manufacturer narrative:
The technician replaced the left sidecom module to repair the bed.